Manufacturer narrative:
Manufacturer's investigation conclusion: a correction between the device and the reported gi bleeding and neurologic dysfunction cannot be conclusively determined. The patient remained ongoing on vad support until they experienced further bleeding related issues on 28may2019 (reported under MDR # 2916596-2019-02608). No product available for investigation. The heartmate 3 lvas IFU lists bleeding and neurologic dysfunction as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The patient care and management section provide information regarding anticoagulation therapies. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4) . Approximate age of device- 1 year, 3 months . The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient hemoglobin (hgb) level dropped during a routine outpatient labs on (B)(6) 2019. The patient hgb level was 9.7 from 12 in 1 week. The patient admitted in having dark stools and fatigue. The patient received 1 units of pack red blood cells (prbc) on (B)(6) 2019, and declined invasive procedures to identify source of bleeding. The patient had an additional unit of prbc on (B)(6) 2019 and the hemoglobin level remained at 8.6. The patient was discharged on (B)(6) 2019.